Event description:
On (B)(6) 2001, device #1 was implanted following radical prostatectomy. On (B)(6) 2004, device #1 was attempted to be removed at the pt bedside but broke and retained in the abdominal cavity. The device fragment could not be removed at bedside and the pt was returned to the operating room where the fragments were removed. MFR #2210968-2004-00436.